Event description:
Device 2 of 2.reference MFR report: 1627487-2019-04125.

Manufacturer narrative:
Concomitant medical products: model 3228, scs lead and therapy dates: unknown when the issue started. Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-04125. It was reported the patient experienced ineffective therapy for years. As such, surgical intervention may take place at a later date to explant patient's scs system.